Event description:
Revision surgery - the patient's stem became loose due to it subsiding. The surgeon removed and replaced the original size 16 stem, liner and the size 44 ceramic head. The original 60 mm cup remained in the patient. Of the implants replaced the liner was the only djo product the rest were from a different vendor.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's hip instability after 1.3 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the patient's hip instability was reported to be due to the stem subsiding. There are no indications of a product or process issue affecting implant safety or effectiveness.